Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated that they checked all of the lines and noticed that the patient line extension had become disconnected from the patient line. The technical service representative (tsr) had the patient close all of the clamps and turn the homechoice off and on. The tsr had the patient go to the alarm log and verified the system error 2240. The tsr assisted the patient in ending therapy. The patient would start over with new supplies. The homechoice was operational. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.